Event description:
During the implant surgery the surgeon was unable to break off the break-off screw. The hooks and break-off screw had to be replaced, extending the surgery time. The surgery was completed without further incident.